Event description:
It was reported that following the implantation of a monarc the patient experienced pelvic pain. The event is considered resolved/recovered with no sequelae on (B)(6) 2015. No further patient complications were reported at this time.